Event description:
Nurse called from hospital on behalf of patient. Nurse reported that patient was admitted to hosp (ccu) with a diagnosis of diabetic ketoacidosis (blood glucose was >500 mg/dl). Patient was treated with IV insulin.